Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a burning sensation when they sat in a particular way. Additional information was received. The patient stated they were set up on a very low program that was not helping their symptoms. The patient also reported burning at the ins implant site that hurt really bad. The patient was redirected to their healthcare provider for direction as to whether to make adjustments and/or try different programs. No further complications were reported or anticipated.